Manufacturer narrative:
The technician replaced the brake steer caster and the brake caster to resolve the issue.

Event description:
The account alleged the brakes roll while in brake mode. No pt impact.